Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up and upon interrogation, the left ventricular lead exhibited high impedance and loss of capture. The patient also experienced diaphragmatic stimulation. No intervention was reported and the patient would be monitored.

Event description:
New information indicated the lead was explanted and replaced on (B)(6) 2015. The patient was symptomatic due to loss of bi-ventricular pacing.